Manufacturer narrative:
No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was alarming 'no disposable'. No patient injury was reported.